Event description:
Pt was undergoing uvulo-palato-pharyngo-plasty) procedure. Physician completed left side. While making a cutting pass on right side, he noted loss of power. Laser tech noted energy still being produced and transmitted, then reset laser. Physician attempted another cutting pass with no tissue effect. Physician then noted burns to left and right buccal region of pt's mouth and commissure region of pt's lip. Procedure was discontinued. Pt's burns were treated with bactitracin. Device was inspected and wrinkles and bubbles were noted on shaft. Total procedure time was 25 mins. Total laser energy used was 4.4 kj. Device was returned to ihd and evaluated. It was determined fiber tip burned and ceased to function.